Manufacturer narrative:
Concomitant medical products: 3778-75 pain stim lead implant date: (B)(6) 2008, 3778-75 pain stim lead implant date: (B)(6) 2008, 97715 pain stim ipg implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and pocket stimulation. The right atrial (ra) and right ventricular (rv) leads dislodged due to twiddler syndrome. The rv lead was repositioned and remains in use. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.